Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the operation, the dr was attempting to implant 3 dall miles cables for a femur fracture. The pressure of the dall miles tensioner was 100 - 150 and one of the cables snapped."